Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set had a cut. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: e4, g2 (remove "user facility"). Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, three (03) photographs of the sample were provided for evaluation. Visual inspection of the photographs observed a cut on the tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.